Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. D6b: explant date: 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5053853/5030664. UDI: (B)(4).

Event description:
It was reported that patients implantable pulse generator (ipg) caused pain. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.